Manufacturer narrative:
Continuation of medical devices. Model:dtba1d1, crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the hospital for a scheduled cardioversion. A remote transmission was sent as a routine pre-cardioversion device check to confirm presence of atrial arrhythmia. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited occasional possible atrial undersensing on stored egm's for atrial tachycardia (at) / atrial fibrillation (af) episodes. Also noted was one t-wave oversensed beat present on current egm of the right ventricular (rv) lead. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient had sent in a recent remote monitor report, which looked "fine," and is scheduled for an in-office follow-up in the coming week. Currently no programming changes have been completed to the leads. Both leads remain in use. No patient complications have been reported as a result of this event.